Event description:
The technician observed after loading the lens in the injector and using the foam tip plunger, that one of the lens haptics was torn. The haptic was torn in the injector due to the foam tip plunger catching. The reporter stated it was felt that the lens damage was due to the foam tip plunger. The lens was not inserted into the patient's eye, there was no patient contact or injury. Another iol was implanted. The patient's preoperative manifest refraction was +2.00 +0.25 x 175 and the best-corrected visual acuity was 20/20. The postoperative best-corrected visual acuity was 20/20. The patient is doing well.